Manufacturer narrative:
Investigation results on the device revealed that the reported malfunction could not be reproduced. The device was found to be working within specifications and no deviations have been identified.

Event description:
See initial

Manufacturer narrative:
Patient information was not provided. The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 gas blender system displayed an error message during procedure. There was no report of patient injury.